Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad 14 jun 2022. Litigation document reported that the plaintiff alleges bursitis, pain, sometimes felt unstable, suffering, unable to walk from the parking lot to the door and functional limitation. It was also reported that the patient was revised due to severe tibial loosening. Doi: (B)(6) 2016, dor: 2021, left knee. The patient has depuy bilateral knee implants and bilateral revision as well.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not received for examination. Even though the photographs provided are not of the quality desired, the photo investigation found some interdigitation on the debris attached to the femoral implants, which is usually an indicator of fixation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Event description:
On (B)(6) 2016, the patient had bilateral total knee arthroplasties to address osteoarthritis. Depuy components were implanted, including depuy patella and depuy cement. On (B)(6) 2021 the patient had bilateral total knee revision to address bilateral aseptic loosening of the tibial tray. Prior to surgery medical records note the patient reports having pain, weakness, deficiency of quad strength, and bursitis in bilateral knees. The patella was not revised. The tibial trays were loose at the cement/implant interface. The femoral components and inserts were removed with no allegation of deficiency noted. Competitor components were implanted during this procedure, including competitor cement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.